Event description:
The device was returned for service. During service testing, the baxter technician reported an infusion pump with a failure code 812:02 on channel b, found in the event history. Per the service shop, the hospital representative stated that there have been no reports of any patient injury or medical intervention. No additional information is known.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of failure code 812:02 on channel b was confirmed in the event history by the baxter repair technician. The failure was determined to be a defective pump head module assembly on channel b, which was replaced. The device was tested by the technician and returned to service.